Event description:
The customer contact reported backflow of fluid from the secondary tubing set into the primary solution container. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified antibiotic at a rate of 100ml/hr. The secondary solution container was raised higher than the primary solution container. It was reported when the secondary infusion was started, the nurse noted the primary tubing set's drip chamber began to "fill up with fluid and you could see air bubbles escaping into the primary bag." It was reported the primary tubing set was "pinched off" and the antibiotic delivery was completed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.